Manufacturer narrative:
The reference c16097 has been allocated to this case by rayner. The patient forwarded rayner a letter from the healthcare facility regarding the event. In this letter the healthcare facility states "this iol was explanted via an enlarged limbal incision. Anterior vitrectomy was carried out and 10/0 vicryl sutures applied. [The patients] post op course involved minor iritis and localised corneal oedema which was treated with topical steroids and removal of the sutures. His retina was regularly checked. At his last visit, further retinal examination revealed an asymptomatic peripheral u-tear and argon laser retinopexy was applied immediately". The patient was not able to receive a back-up iol during the surgery session of (B)(6) 2016. The procedure was concluded without an iol being successfully implanted. A secondary procedure was scheduled for (B)(6) 2016. No information on this procedure is available to rayner. Posterior capsular tears may occur at any stage of the operation including hydrodissection, phacoemulsification, irrigation and aspiration of cortical material and intraocular lens (iol) implantation 3. Gimbel hv. Posterior capsule tears using phacoemulsification-causes, prevention and management. Eur j implant refrac surg. 1990;2:63-69. As this report originated from the patient, rayner are seeking consent to contact the patient's healthcare professional to further investigate this event. Our review of production records for the t-flex aspheric 623t iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the t-flex aspheric 623t iol (july 2015) was carried out in order to determine if any trends existed. This review concluded that one other incident (involving the same patient and occurring in the same surgery session as the event subject to MDR 9611165-2016-00038) has been received against the t-flex aspheric 623t iol batch (B)(4). Device not returned to manufacturer.

Event description:
On 9th june 2016, rayner intraocular lenses limited received notification of an event that occurred during implantation of a t-flex aspheric 623t iol. Rayner were informed, during a telephone call with the patient, that a t-flex aspheric 623t iol had been explanted and that no replacement lens had been implanted. A letter from the healthcare facility regarding the event was forwarded to rayner by the patient. The healthcare facility in their letter provided the following event description "a new standby rayner t flex was inserted in the correct orientation in the capsular bag. However, a pc tear was noted with a drift of the iol towards the vitreous through the pc gap, threatening dislocation in the posterior segment". Note: the t-flex aspheric 623t iol subject to this report is the back-up lens used for the same patient and during the same surgery as the event detailed in MDR 9611165-2016-00037.